Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed based on the review of the archive data and during the functional testing. The root cause for ua07 was defective load cells, likely attributed to a defective component or mishandling such as drop. Upon visual inspection, no physical damage was observed. The archive data indicated ua07 error on the reported event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua07 error message displayed upon powering on, thus confirming the reported complaint. The load sensing system has detected a weight or load imbalance between the two load cells during power-on-self-test. The load cell characterization test indicated both the load cells exceeded the normal parameters. The defective load cells need to be replaced to address the customer-reported complaint. Upon further testing, unrelated to the reported complaint, the encoder driveshaft did not rotate smoothly and exhibited binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. The autopulse platform was manufactured in 2014 and is six years old, past the expected service life of 5 years. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the autopulse platform with sn (B)(6). Ccr (B)(4) was reported on (B)(6) 2020, and the load cells were replaced.

Manufacturer narrative:
Zoll has received the autopulse platform (B)(4) for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.